Event description:
It was reported that one day post implant, the patient had chest pain in the lower pectoral region. The right ventricular (rv) lead threshold had risen from 0.5v to 2.0v and the unipolar impedance was greater than the bipolar impedance. An echocardiogram was unremarkable for perforation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Addr01 implantable pulse generator (ipg) 2013-(B)(6), 4076 implantable pacing lead 2013-(B)(6), (B)(4).